Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The cause for the defective response button switch was a crease in the response button cable. The root cause for the creased cable could not be positively identified. Device evaluation of monitor sn (B)(4) is underway. Upon evaluation, the response buttons were intermittent. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor which was returned for investigation into an unrelated issue, a reportable problem was found. The response buttons were intermittent.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. Upon evaluation, the response buttons were intermittent. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor which was returned for investigation into an unrelated issue, a reportable problem was found. The response buttons were intermittent.